Event description:
It was reported that, while one nurse was pushing a bed and one nurse was pulling the bed by the foot section, the foot section dislodged from the bed. As a result, a nurse fell and the pt on the bed then fell onto the nurse. The pt was examined after the alleged event and there were no injuries found. Reportedly, no medical intervention was required for the nurse or the pt as a result of this alleged event.